Event description:
Nerve stimulator not functioning correctly during parotid mass removal procedure. Nerve did not respond when stimulated; indicatior light not functioning correctly. Also index control knob seemed to have "too much play" in it.